Event description:
It was reported that the customer received intermittent power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the battery gauge was intermittently fluctuating. There was no adverse impact to customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.